Manufacturer narrative:
Supplemental report to update patient status: the patient was discharged after two weeks of rehabilitation.

Manufacturer narrative:
The device was discarded. As no device was returned, no visual inspection, functional testing, or dimensional testing was performed. Procedural cine imagery was provided and reviewed. Ballooning to facilitate crossing the septum was seen. The delivery system and valve were crossing the interatrial septum. Difficulty was experienced while crossing the septum. Tension started to build up when having trouble with crossing the septum. Compression observed in the delivery system with increased tension progressively built-up as continued efforts were attempted to cross the septum. High angulation in navigation pathway. Significant compression and high tension observed in the system after multiple attempts in crossing the septum. Residual tension remained. Once positioned in the landing zone, valve was unable to be deployed indicating a leakage/damage in the system likely due to high tension built-up and repeated maneuvers performed to cross the septum. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review. IFU for edwards commander delivery system, device preparation manual, procedural training manual and supplement to edwards sapien 3: valve-in-valve patient screening and procedural training manual (mitral position). No IFU/training deficiencies were identified. The complaints were confirmed by the imagery provided. However, due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR (device history review), complaint history, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''there were difficulties of crossing the septum, they used a 6mm ball to help themselves push and enter the septum, also acting as a facilitator guide. High residual tension was present due to the difficulties crossing the septum'' review of the procedural cine revealed that a balloon was used to facilitate opening up the interatrial septum. The delivery system and valve were then advanced and attempted to cross the septum. However, increased tension was experienced as a result of continued efforts in trying to get through the septum. It is possible that patient factor contributed to the reported septal crossing difficulty. The ds/valve was navigated through a tortuous anatomy to reach the pre-existing mitral surgical valve and high angulation was present in the navigation pathway. As a result of crossing difficulty, it is likely that numerous maneuvers were made in the attempt to cross the septum which subsequently caused the delivery system and/or balloon component to be damaged leading the reported leakage and inability to deploy the valve. However, without the return of the device, there is insufficient information available to determine a definite root cause. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The delivery system was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an viv implant of a 29mm sapien 3 valve, in mitral position into a 29 mm magna ease implanted in 2017 by trans-septal approach. There were difficulties of crossing the septum. High residual tension was present due to the difficulties crossing the septum. During valve deployment it was impossible to inflate the balloon. Per medical opinion, the numerous maneuvers performed to cross the interatrial septum may have damaged the balloon causing it to not inflate during the deployment phase. A second valve was well implanted without any crossing difficulty. The delivery system was damaged after removal and discarded. The patient is recovering and is hospitalized in good condition.